Event description:
Surgeon was completing a hernia repair. Stapler jammed in use. Circulator obtained another stapler (same manufacturer and model #); surgeon completed stapling. No adverse patient event; no complications. Short delay in completing procedure.